Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 2mm x 80mm target lesion was located in the non tortuous and non-calcified anterior tibial artery. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable.